Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the mid rca with mild tortuosity, mild calcification and 90% stenosis. A 3.5 x 20 mm voyager rx balloon was inflated; however, the balloon ruptured at 8 atm when inflated for the second time. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, anatomy, calcification and tortuosity, or insufficient preparation. The lesion was mildly tortuous, calcified and 90% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the tortuous and calcified lesion, such that the balloon ruptured upon a second inflation. Without the device to examine, no conclusive root cause for the reported balloon rupture can be determined.